Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting implanted to the proximal lad. Approximately 7.5 months post index procedure the patient was rehospitalized due to a gi bleed. The patient received a blood transfusion. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (hemorrhage).